Event description:
Found during testing. According to the reporter, the voice prompts were inaudible. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control replaced the device and then evaluated the replaced device and observed that the voice prompts were inaudible. Physio replaced the speaker assembly and then observed proper device operation through functional and performance testing.